Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, the patient had ongoing known pulmonary stenosis with branch pa increased gradients. The decision was made to perform a planned pulmonary valve replacement and patient was admitted to replace the pulmonary valve and reconstruct the pulmonary arteries. Patient underwent a redo sternotomy with pulmonary valve replacement, left diaphragm plication, and keloid resection without complications.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. There was no device returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review is not required. A complaint history review on confirmed device complaints returned and no product returned was performed. The complaint history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. The IFU for commander delivery system with s3, pulmonic was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The device had been implanted for more than 5 years (implanted in 2014) and there is no evidence of device malfunction contributing to the reported event. Therefore, risk management file review is completed, no further action is needed. The complaint for post implantation increased gradients was confirmed based on medical record provided. A review of the complaint history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or subvalvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, patient had ongoing known pulmonary stenosis with branch pa increased gradients and the decision was made to replace the pulmonary valve and reconstruct the pulmonary arteries. Additionally, tte report shows patient had a mean gradient of 47mmhg. Stenosis can contribute to the narrowing of effective valve area, leading to elevated gradients. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required

Event description:
A computerized tomography/magnetic resonance imaging showed the patient is s/p melody and sapien valve replacement. Pulmonary valve leaflets are not well visualized due to beam hardening artifact but does not appear significantly thickened. Left and right pulmonary artery stents in place. No significant pulmonary artery narrowing. Low density material, likely thrombus at left proximal end of the left pulmonary artery (pa) stent. The patient reports dyspnea on exertion and a n (B)(6) 2022 a transthoracic echocardiogram showed the left ventricle ejection fraction 60 to 65%, the pulmonic valve was not well visualized. There is a stent in the pa with high velocity flow consistent with stenosis of the main pa. The pulmonary valve mean gradient 47mmhg.